Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) ball has an issue with filling. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. There was no failure, it was misuse/interpretation by the user of the minuses on the screen. The iabp was then cleared for clinical service. The issue was addressed on call.